Event description:
The customer reported to olympus that the telescope, 10 mm, 30°, hd, quick lock, autoclavable had damaged glass light guide connector. The event occurred during reprocessing. The procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. Additional findings were as follows: the image was blurry and light guide fibers were broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction added to field g2 (company representative was inadvertently selected on the initial medwatch). New information added to the following fields: h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Although the complaint was not confirmed, it is likely that the damaged light guide connector lens occurred due to the effect of excessive use mechanical force caused by an impact or fall. Olympus will continue to monitor field performance for this device.